Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent a rupture of the stent delivery balloon occurred. It was noted that blood was flowing into the inflation device when the device was being negatively prepped at the lesion. Negative atm was applied when the rupture occurred, and it was not possible to pull negative to prep the stent inside the patient due to the rupture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned with biologics in the luer. The stent was positioned on the balloon as per specification. An indeflator with pressure gauge was used to inflate the device but the balloon would not inflate, and biologics/water leaked out through the rx joint and the tip, indicating a leak in the inner. A visual inspection could not find the leak site on the inner. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a non-medtronic inflation device was used. The stent was prepped in the body which was when it was noted that there was blood in the shaft. The lesion being treated had no calcification or no degree of tortuosity and was described as subtotal occlusion with a thrombosed segment with timi 1 flow in the mid left anterior descending artery (lad). The device was inspected before use with no issues noted. The lesion was not pre-dilated. Resistance was not noted while advancing the device. The device was not moved or repositioned in the lesion during negative prep. The procedure was completed using the same inflation device. The patient was discharged home. A. Patient information: patient age, sex, gender, weight provided. B7. Relevant history provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.